Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracks on the battery side of the insulin pump and they could also smell insulin from the insulin pump. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.